Manufacturer narrative:
(B)(4) the rns system remains implanted and programmed for use.

Event description:
During review of adverse event data for an investigator initiated retrospective data collection study, a serious adverse event was identified that had not previously been reported to neuropace. The event, reported as related or possibly related to the rns system implant, involved the patient developing a post op pseudomeningocele requiring an eternal ventricular drain (evd). There was some [unspecified] malfunctioning of the evd needing replacement. However it was eventually clamped and removed prior to discharge.